Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) the membrane of the safety disk leaks while testing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (return to manufacture date).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse reported safety disk leaks. Replacement of safety disk. Tested and checked. The failure analysis and testing dept. Received safety disk with a reported unit failure of leaks in test. The failure analysis and testing dept. Installed safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The safety disk passed all testing. The fat dept. Could not replicate the complaint of the safety disk leaking in test. The safety disk passed testing. Retaining the safety disk in the fat per procedure.